Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
On (B)(6) 2013, isi became aware of a video recording of a da vinci hysterectomy procedure performed at (B)(6) in 2012, titled perils of insulation failure during robotic hysterectomy. The video showed while the surgeon was performing the colpotomy portion of the surgical procedure, arcing from the wrist of the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed occurred, resulting in a superficial burn to the patient's sigmoid colon. The planned surgical procedure was completed with a replacement tip cover accessory. After completion of the surgical procedure, the surgeon consulted with the hospital's general surgery department for assistance with repair of the patient's sigmoid colon. With the guided assistance of a general surgeon repair of the patient's sigmoid colon was performed using the da vinci surgical system. As a precaution, the surgeon reinforced the affected area by placing two imbricating sutures. Per the information provided by the narrator of the video, the patient did very well post-operatively without any complications.